Event description:
While replacing the patient's pump, the hcp noted that the catheter was disconnected from the pin connecting it to another part of catheter. The hcp planned to correct the catheter at a later date. The pump was filled with saline and set at the minimum rate until the catheter could be corrected. No patient symptoms were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.